Manufacturer narrative:
Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.

Event description:
Reference number (B)(4). Event occurred in spain. It was reported that the patient had developed cellulitis at infusion site on the abdominal puncture area which was treated surgically and patient got treated with antibiotics. No further information available.